Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e315 (no image) was water invaded the scope connector while the user was handling the device, which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be confirmed. Additionally, the device evaluation found the adhesive around the light cover glass, optical cover glass, and distal end was worn, the colored rings on the aspiration housing and air/water housing were worn, the identification label was missing, there was fluid leakage on the scope connector, the angulation functions were out of specification, and the electrical safety test was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was producing an e216 error which indicated a communication problem. The issue was found during regular maintenance. Inspection and testing of the returned device found error code e315 which prevented any image from being displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.